Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the downloaded event log file, containing approximately 4 days of information (03mar2023 to 07mar2023 per timestamp). Beginning at 22:09:28 on 04mar2023, the rsoc values of both cables began to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 22:09:32, a no external power alarm was activated. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was disconnected, the backup battery provided power to the system as intended. At 0:27:18 on 05mar2023, the backup battery was observed to have fully depleted, resetting the controller and stopping the pump; the events associated with this battery depletion are covered under the controller¿s investigation. These events caused the timestamp of the controller to return to its default value of 01jan2000. The mobile power unit¿s voltages returned to typical values at the timestamp of 0:00:59 on 01jan2000, and no further losses of ac power were observed. The mpu was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. Review of the device history record for the mobile power unit showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2023-01642. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off in their history. The patient did not recall details of the event. The log file review captured four no external power events on 04mar2023 due to battery depletion. On 05mar2023, there was a pump stop due to the internal backup battery (ebb) being depleted of power. The controller clock was corrupt due to no power. The controller was hooked up to the mobile power unit (mpu) and the pump was re-started. Additionally, at some point the mpu was disconnected, and the patient experienced another pump stop due to the ebb being run down and having no power. The pump was hooked back up to the mpu and was running with the last correct time stamp of 07mar2023 at 0:53:00. The clock was re-set at this time. It was later communicated that the patient was stable and being monitored outpatient. Additional details were not provided.